Manufacturer narrative:
Suspected meter evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.2ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (strip lot number: d150811-1). The control solution tests for level low are 63/60 mg/dl; for level high are 271/278 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Patent retuned his strips with meter, the strip lot number is d150811-1. We tested patient's returned strips with returned meters. The control solution tests for level low were 73/69 mg/dl; for level high were 324/313 mg/dl. The control solution ranges for this lot to be: level low 25~70 mg/dl; level high 210~310 mg/dl. Most results were out of the acceptance range. Fail. Because the tests performed on our retain strips(same batch) were within acceptance range, but tested on patient's returned strips were failed, we believe the returned strips were moist for storing in a uncontrolled or improper environment which lead to high reading of our device.

Event description:
Our importer, (B)(4), received a call on (B)(4) 2016 reporting a medical intervention that occurred on (B)(6) 2016 around 8:00am. Patient stated that she was seeing circles, a white light and then she passed out. Patient was also experiencing symptoms of dizziness, speech that was not clear, sleepiness, could not see clear and was wet from sweating. The reading on the prodigy meter at the time of the event was 107mg/dl. Patient had eaten a banana prior to seeking medical attention. Patient also took levothyroxin 112mg prior to seeking medical attention. Patient tested her glucose around 6am and called paramedics around 8am. Patient only consumed water while waiting on paramedics. Paramedics arrived approximately 10 minutes after being called and tested patient's glucose with a result of 54mg/dl. Total elapsed time between testing with the prodigy meter and the paramedic's meter was 10 minutes. Patient was administered sugar water by paramedics. (B)(4) sent replacement and prepaid envelope requesting return of suspect devices.